Manufacturer narrative:
B5: customer feedback: the consumer went to see their dentist and the dentist informed that the problem with their teeth had nothing to do with the diamondclean power toothbrush or the toothpaste. It was the result of natural wear and tear with the teeth. Analysis results: product will not be returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer went to see their dentist and the dentist informed that the problem with their teeth had nothing to do with the diamondclean power toothbrush or the toothpaste. It was the result of natural wear and tear with the teeth.

Manufacturer narrative:
The reported adverse event was a chipped tooth. Event date is approximate. Customer contact information, mailing address were not provided. The complaint was received from a consumer in (B)(6).

Event description:
The consumer reported that their diamondclean power toothbrush chipped their tooth.